Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt d) exhibited a single spike of high out of range right atrial impedance measurements. Around the same time of the spike, there is a stored episode showing noise. The noise was reproducible through isometric maneuvers. In addition, there was a respiratory rate trend(rrt) episode the next day. Technical services (ts) was consulted and discussed there appeared to be a spring contact issue, ts recommended device reprogramming options. The crt-d system will continue to be monitored. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).